Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged irritation in upper throat, device emits dust particles while using the device. There was no report of serious or permanent harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. They couldn't confirm the customer complaint and no visible foam particles. The device was scrapped. Section g4 UDI number has been corrected in this report. Section h6 has been updated in this report.